Manufacturer narrative:
(B)(6). (B)(4). (Evaluation conclusion codes): although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle knife detached inside the patient. They used a grasping forceps to retrieve the detached piece but was not successfully retrieved. The procedure was not completed due to this event as it was abandoned. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle knife detached inside the patient. They used a grasping forceps to retrieve the detached piece but was not successfully retrieved. The procedure was not completed due to this event as it was abandoned. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). Visual examination of the returned device revealed that the cutting wire (needle knife) and tip end were melted and blackened. The complaint was consistent with the reported event of broken cutting wire. It is most likely that a peak of voltage during the procedure could cause the failure noted; this failure may have been caused by excessive manipulation of the device by the user, interaction with the scope or with other devices. Therefore, a conclusion code of cause traced to component failure was assigned to this complaint, since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.